Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following literature article: ockert, b., pedersen, v., geyer, l., and wirth, s., mutschler, w., grote, s. Position of polyaxial versus monoaxial screws in locked plating for proximal humeral fractures: analysis of a prospective randomized study. Eur j orthop surg traumatol (2014) 24:747¿752. This report is for an unknown- proximal humeral internal locking system (philos). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: ockert, b., pedersen, v., geyer, l., and wirth, s., mutschler, w., grote, s. Position of polyaxial versus monoaxial screws in locked plating for proximal humeral fractures: analysis of a prospective randomized study. Eur j orthop surg traumatol (2014) 24:747¿752. In a prospective randomized observational study was to compare the chosen position of polyaxial locking screws with the position of monoaxial screws in the humeral head of proximal humeral fractures treated by locked plating. The study included 124 patients (89 women, 35 men) with a mean 70.9-14.8 years were prospectively randomized for either monoaxial locking plate fixation, proximal humeral internal locking system (philos) or a polyaxial locking plate fixation, non-contact bridging -proximal humerus (ncb-ph). Randomization was performed by closed envelope technique. Complications: revision surgery (12 cases) for screw protrusion: secondary varus displacement, subacromial impingement and infection. This report is for an unknown-proximal humeral internal locking system (philos). A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 complaint (B)(4). This report is for an unknown proximal humeral internal locking system (philos) and refers to the serious injury of revision surgery (12 cases) for screw protrusion: secondary varus displacement, subacromial impingement and infection.